Event description:
(B)(6) stated that he sat on his hand pendant and broke it. He stated that he has a catnapper chair. Invacare (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).